Manufacturer narrative:
Ref. ID: 3369102. The digitaldiagnost is a stationary x-ray system for general radiographic purposes. A service engineer (fse) went to the site to get an idea of the situation. The customer confirmed that the cause of the fire had nothing to do with the philips equipment and that the hospital had caused the fire. The customer declined an investigation of the affected system. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Correction: h6 result and conclusion h3 other text : customer rejected an investigation.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the examination room at the hospital was on fire. Philips digitaldiagnost system burned. The customer confirmed that the philips digitaldiagnost system was not the cause of the fire. No injury reported.